Event description:
Laparoscopic bilateral salpingo oophorectomy - "dr (B)(6) was removing the ovary and tube from the abdominal cavity when the inzii bag burst at the tip. The plastic fragmented as it broke. A second bag was used and the sample successfully removed." Patient status: no issues.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.